Manufacturer narrative:
The rx accunet referenced in b5 and d11 is filed under MFR #3004742046-2009-00070. Evaluation summary: the device remains in the pt's body. Without the returned device for analysis, a definitive root cause could not be identified; however, the event does not appear to be related to a product quality issue. The log number was not provided; therefore, a device lot history review could not be performed. According to the rx acculink instructions for use, restenosis is a known potential adverse effect associated with the use of this device. Although no product malfunctions was reported, the reported information is not sufficient to determine a relationship between the event and the device quality.

Event description:
Device malfunction: none. Time of malfunction: post-procedure. Symptoms/ae: restenosis. It was reported that an rx acculink stent was successfully implanted in the right internal carotid artery on an unk date. In 2009, an xact stent was implanted inside the rx acculink stent to treat restenosis. An accunet filter was used in the procedure; however, the accunet filter was difficult to remove. Recovery catheter (rc) 2 met resistance and became kinked. Rc1 was not successful retrieving the filter. Another rc2 was used to successfully retrieve the filter without difficulty. There was no adverse pt sequela. Though requested, no additional information was provided.